Event description:
Boston scientific received information that this left ventricular lead and device system, exhibited high out of range, pacing impedance values. Both products have been removed and replaced; both expected to be returned for analysis. Replacement reported successful with no adverse patient effects.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
The explanted lead was returned in three segments. Visual inspection noted two bends in the lead at approximately 138 mm and 144 mm from the terminal pin. Just proximal to the bends was the apparent area where the suture sleeve was tied down. Electrical testing of the segment found it was discontinuous and x-ray examination confirmed a fracture. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. Laboratory analysis was able to confirm the reported clinical anomaly and concluded root cause to be a fractured left ventricular lead.